Event description:
It was reported that bd syringe 30ml ll s/c 56 plunger was difficult to move. The following information was provided by the initial reporter: medication is hard to draw up from syringe. Verbatim: pharmacy techs are having a harder time drawing up medication from syringes. Possibly the rubber stopper is causing more friction upon pulling back plunger. Tue 10/26/2021 9:51 am follow-up 2 comments (rec): can you please provide additional details in regards to the issue? IV tech drawing up medication with bd 30ml syringe and noticing harder time drawing up (i.e. More friction). Also tried using syringe with no medication, and feeling the same effect. Can you please provide the date of event? IV tech informed me on (B)(6) 2021. Would you happen to have photos you can share? I do not have photos. However, I have syringe and an unopened syringe from the same lot.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-11-19. H6: investigation summary it was reported the medication was hard to draw up into the syringe. To aid in the investigation, two samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Each sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards, and the results were out of specification. This defect could occur if the nozzle dispensing the silicone to the inner side of the syringe barrel became clogged inducing an insufficient silicone application. A device history record review was completed for provided material number 302832, lot number 1215164. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the silicone application was performed. The settings were correct, nozzles were clean and working correctly, and the flow of products was acceptable. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe 30ml ll s/c 56 plunger was difficult to move. The following information was provided by the initial reporter: medication is hard to draw up from syringe. Verbatim: pharmacy techs are having a harder time drawing up medication from syringes. Possibly the rubber stopper is causing more friction upon pulling back plunger. Tue (B)(6) 2021 9:51 am: follow-up 2 comments (rec): can you please provide additional details in regards to the issue? IV tech drawing up medication with bd 30ml syringe and noticing harder time drawing up (i.e. More friction). Also tried using syringe with no medication, and feeling the same effect. Can you please provide the date of event? IV tech informed me on (B)(6) 2021. Would you happen to have photos you can share? I do not have photos. However, I have syringe and an unopened syringe from the same lot.